Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was [not] confirmed. The device evaluation also found water immersion in the camera cable, and horizontal stripes appear in the image. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was flooded, which may have caused the internal ccd to fail. Therefore, it is assumed that normal communication was not possible, resulting in the occurrence of image abnormality (shaking and horizontal stripes). The camera cable was presumed to have been flooded because it could not be kept airtight due to a flaw (hole) in the camera cable, and moisture had entered inside the cable. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Reprocessing: general policy [warning] never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives,etc.). These could scratch or tear holes in the camera cable,which could allow water to penetrate and damage electrical circuits inside the instrument. Preparation and inspection of the camera head when turning the endoscope mount lock counterclockwise with holding it lightly, confirm that the endoscope mount lock is free from looseness or backlash. When operating the endoscope mount, confirm that the endoscope mount is free from looseness or backlash. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during cleaning and disinfection the subject device had image shake when being used with the video system center. No patient involvement and no reports of user injury.